Event description:
Boston scientific received info that this right atrial (ra) lead was noted to have exhibited 'strain' on the lead and was therefore explanted and replaced. It was noted that the lead was not fractured. No adverse pt effects were reported. The lead was later returned for analysis.